Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had reached end-of-life (eol) based on interrogation on (B)(6) 2015. There were no symptoms associated with the eol event. The patient then had a surgery to replace the ins performed on (B)(6) 2015 and, after returning home and going to sleep. The patient¿s family member found them the next morning unresponsive and not breathing. It was reported that the patient had passed away in their sleep. The physician did not know the true cause of death but noted that it was possibly related to sensitivity to the anesthesia. It was reported that nothing was wrong with the product. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information reported on (B)(6) 2015 the patient¿s oxygen dropped to the low 90¿s. The patient went to sleep in the recliner using their CPAP and they were later found dead on (B)(6) 2015. The death was noted to be not related to the device, therapy, or implant procedure, however the cause of death was not noted.

Event description:
Additional information received reported a cause of death was not determined and an autopsy was not performed at the place where the procedure had taken place. The patient had done well after discharge on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v557335, implanted: (B)(6) 2011, product type: lead. (B)(4).